Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage found on keypad traces, electronic assembly or motor. Device had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Customer dropped the device into the toilet. Customer's blood glucose was 412 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.